Event description:
It was reported that during the three-month post implant check on the newly implanted cardiac resynchronization therapy defibrillator (crt-d) the patient had remained in the hospital due to septic shock. It was recently discovered that the right ventricular (rv) lead trends were increasing in both pacing impedance from 595 to 1466 ohms and threshold measurements from 0.6 to 1.2v (volts) at 0.4ms (milliseconds). The shock impedance measurements also increased from 73 to 97 ohms. Technical services (ts) was consulted due to the lead trend and the physician is considering the device be removed due to an infection. Ts advised the impedance change is most likely related to physiologic status or lead/tissue interface condition change rather than a lead issue. There was no noise noted on the stored electrograms (egms). Ts recommended further lead evaluation with isometric manipulations. At this time the crt-d and leads remain in service. No additional adverse patient effects were reported.